Event description:
Device issue: stent dislodgement. Time of device issue: unknown. Adverse event: none. It was reported that the device would not cross the lesion and balloon angioplasty was then performed. No patient effects were reported. During the device evaluation, a stent dislodgement was observed. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted that the stent implant had dislodged and was not returned, which was not initially reported. There were crimp marks between the markers on the tightly folded balloon that indicated that the stent implant had been properly positioned at the time of manufacture. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. The tip length of the returned product was measured and met manufacturing criteria. There were no kinks or damage noted to the tip or inner member. The lesion characteristics were not described in the incident information and may have aided in the evaluation. The stent implant was dislodged and not returned. The protective sheath was also not returned and may have aided in the evaluation. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. There was no report of any damage to the sds or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. Furthermore, if multiple attempts to cross the lesion were made, it is possible that interaction between the stent and lesion affected the stent attachment. However, it is unknown when and how the stent dislodged. A review of manufacturing records did not reveal any nonconforming material records (ncmr) for this lot that could have contributed to this investigation and all lot release testing met specification. In this case, although a conclusive cause for the failure to advance and stent dislodgement cannot be determined, there is no indication of a product quality deficiency. All stent delivery systems (sds) are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.